Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "lumps and bumps," granulomas, delayed facial edema, headaches, redness, induration, "feeling unwell," and "hard and nodular" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions: patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events: per table 1 and table 3: injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects (n = 154) for possible injection site responses post injection with juvéderm volbella® xc include swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. Injection site responses by severity and duration after repeat treatment with juvéderm volbella® xc occurring in > 5% of treated subjects (n=123) include swelling, tenderness, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. In the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae. Postmarket surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact."

Event description:
Healthcare professional reported a patient was injected with juvéderm volbella® xc in the lips and again approximately 3 months later with juvéderm vollure¿ xc in the nasolabial folds and marionette lines. Later that month after the juvéderm vollure¿ xc injection, the patient developed ¿lumps and bumps¿ and granulomas. Patient also experienced facial edema and headaches. This was a delayed reaction. It was also noted the patient had redness, induration, and swelling in the v1 area on the face and is most obvious in the lips; patient also reported feeling ¿unwell.¿ the areas of injection for juvéderm volbella® xc were reported as ¿hard and nodular and increasingly swollen.¿ patient stated that "at the moment only my lips are grotesque, but I can feel nodules in my chin and nasolabial folds as well, and I am concerned it's just a matter of time before they become as bad as the ones in my lips. I also have facial edema, most prominent in the morning, and persistent headaches (which I have never had in my life)." At the time of the statement, the patient was on unspecified antibiotics. Patient, who is a healthcare professional, took minocycline without any improvement; they also injected their lips with hylenex in small quantities without improvement. Prednisone was also prescribed as treatment. Symptoms resolved a month after symptom onset. Patient has a history of atopic diathesis. This is the same event and the same patient reported under MDR ID #3005113652-2017-00706 ((B)(4)). This MDR is being submitted for the first suspected product, juvéderm volbella® xc.